Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmologist reported that she had 2 pts' experience endophthalmitis two days after a cataract surgery on case #1 and case #4. This if for case #1. Questionnaire was received from the surgeon. This pt was diagnosed in the right eye with coagulase negative staphylococcus and the surgeon does not suspect the handpiece but wants to be thorough. The pt was put on a steroid, anti-inflammatory and antibiotic eye drop postoperatively.